Event description:
Prior to procedure it was noted that the ep-4 cardiac stimulator was not functioning appropriately. Multiple attempts to troubleshoot by staff and company representative were unsuccessful. Case was delayed, and ticket placed for repair or replacement. Multiple occurrences with same equipment occurred last week, but were able to successfully troubleshoot to get it to work. No patient harm.